Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device was explanted due to the premature battery depletion. The device was replaced. The procedure was completed without any adverse consequences.